Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,during a bypass surgery, the anvil of the reload got twisted. They replaced the reload to solve the issue. There was no patient injury.

Manufacturer narrative:
Additional information. If information is provided in the future, a supplemental report will be issued.